Manufacturer narrative:
The user facility further reported that the affected device was checked by a 3rd party service provider and the internal battery was replaced - after final tests the device went back into service/use. There was no involvement of manufacturer´s service representative after the reported event. Due to the limited information the manufacturer can not confirm the analysis nor repairs actions of unknown 3rd party companies. The affected device was manufactured in november 2019 and a worn/degraded internal battery could be a likely reason. The device software performs a battery test procedure in the background in regular intervals to calculate the battery status and the runtime forecast. If a particular test instance fails due to an outdated or depleted battery this may trigger a reboot of the entire device. During a reboot sequence the airway pressure will be released to ambient and the device posts an alarm to alert the user about the reboot. After a typical period of 12 seconds the reboot will be completed and the device resumes ventilation with previous settings. According the instructions for use the user is advised to perform a battery test during the daily pre-use check - disconnect mains and observe either the continuation of operation or a battery fail alarm. This test is able to detect an overaged battery. The recommended replacement interval for the battery is two years with typical use conditions. It is not known if the internal battery has been replaced since manufacture of the entire device. Under consideration that the assumption in regard to the triggering condition for the reboot is correct, this must be attributed to lack of preventive maintenance. Other explanations for the event may however apply as well. H3 other text : on-going.

Event description:
It was reported that during use on a patient the ventilator turned off itself and then started again. The device was replaced by another ventilator. Reportedly no injury or serious impairment of patient´s state of health occured.